Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable to issue medication. The customer stated that a nurse attempted to dispense a medication but received an "insufficient privileges" notification. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed with the customer that there were no issues with the device, the customer was able to login, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.